Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. The pump passed self test. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 110mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after trying to bolus. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.